Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving an intravenous (IV) infusion of vancomycin (one gram in 250 ml normal saline) with a clearlink system secondary medication set. Approximately 24 minutes after starting the infusion, treatment was stopped when it was noticed the patient experienced facial flushing, chest, and upper back redness. It was reported the nurse noticed the clamp on secondary tubing was ¿75% closed¿ and ¿about 60%¿ of the medication was infused to patient. According to the reporter, the nurse was unable to resume treatment without closing the clamp 100% and was ¿unable to decrease drip rate without stopping infusion¿. The patient symptoms were resolved after 10-15minutes. A new set was used with no issue infusing at slower rate. No additional information is available.